Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system and received inappropriate shocks. Additional information from the field representative is being requested. No additional adverse patient effects were reported.